Manufacturer narrative:
The partner service engineer performed the software test and full calibration. Safety valve block did not pass the test. Safety valve block assembly was replaced. Device was calibrated and back in use.

Event description:
Hamilton medical ag received the following description: before using the ventilator with the patient, the nurse found the alarming on the screen . "Expiratory valve calibration needed"and then "flow sensor calibration needed" alarmed.